Event description:
Device 3 of 3. Reference MFR report number: 1627487-2012-12386 and 1627487-2012-12387. The pt reported the stimulation turns off and cannot be restarted. The sjm rep interrogated the system and found high impedances. Further follow up determined the physician explanted and implanted a new ipg, three leads and one extension. Post-operative programming provided optimal pain coverage.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.